Event description:
New information notes that the patient presented to the clinic due to poor lv lead sensing. It was believed that the leads where switched because the lv lead looked to be pulled back into the rv and capturing the rv. An x-ray was performed and the physician confirmed the leads were not switched in the can, the lv lead being pulled back caused this confusion. Programming changes were made to avoid lv capture. Patient will have echo in 6 months to check lv function with physician. The ICD is working as normal function.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and lv leads were switched. No patient symptoms were reported. The patient will be monitored. System remains implanted.